Manufacturer narrative:
The actual sample was not returned for evaluation, but a new unused sample was returned for evaluation 8/15/23. As received no physical damage and no mating device was returned for evaluation. The sample was tested according procedure and all of them passed the test. The complaint product incorporate / allows air passage cannot be confirmed or replicated. The lot history was reviewed and no nonconformities were identified that may have contributed tot the reported complaint.

Event description:
The event occurred on an unspecified date and involved a tego connector. The reporter stated it is not clear if the air in the circuit is due to the tego or due to another factor. It was reported that there have been other episodes in bloodlines in the unit on the fresenius 6008 machine. The facility also has gambro ak200 machine which she could not confirm had also been involved. There was patient involvement, however, no patients were harmed as a consequence of this event. This report represents 4 of 9.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.